Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived to the clinic on (B)(6) 2020 with noted driveline in disrepair. The ventricular assist device (vad) team wrapped the area of disrepair with rescue tape.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the external portion of the driveline could not be confirmed as no images were provided and no product was returned for investigation. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that the patient arrived at the clinic with noted driveline cord in disrepair. The vad team wrapped the area of disrepair with rescue tape. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. The patient remains ongoing on vad support. No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The mod cable shipped on (B)(6) 2019. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Additionally, the IFU and patient handbook warn that patients should never submerge the driveline in water or liquid. The heartmate 3 lvas patient handbook also contains information regarding how to care for the driveline, including a section entitled "what not to do: driveline and cables." No further information was provided. The manufacturer is closing the file on this event.